Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was discovered that the pacemaker's battery had depleted early. The pacemaker was explanted and replaced. The patient was in stable condition post procedure.